Manufacturer narrative:
The sample was not received for eval. The slit-lamp photograph was reviewed and possible pco and pigment dust were observed; however, no conclusion could be made due to the quality of the picture. Product history records were reviewed and all documents indicate the product met release criteria. There are no similar reports in the lot. Add'l info was requested and a completed questionnaire was received.

Event description:
A surgeon reported a pt complained of blurred vision following intraocular lens (iol) implant surgery. The surgeon reported observing impurities on the surface of the iol during a slit-lamp examination.